Event description:
It was reported that, "the dr requested a 2mm offset. When he attempted to back off the nut, the nut would not release, it was fused to the body of the offset. Had to open another implant and use that which worked out just fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.